Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced an incomplete mesh where blade made large holes during surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the device produced an incomplete mesh where the blade made large holes. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eleven times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the roller and roller gear were damaged. The pretest could not be performed due to the damaged parts. The damaged gear could cause the complaint. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample graft and a 2:1 ratio cutter, serial number (B)(4) did not provide a passing sample graft and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device produced an incomplete mesh where the blade made large holes.¿ was non-verifiable since during initial inspection it was revealed that the roller and roller gear were damaged and pretest could not be performed due to the damaged parts. The root cause that the device produced an incomplete mesh where the blade made large holes and the roller and roller gear were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, worn bushings, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 04194, was repaired, tested and returned to the customer.